Manufacturer narrative:
Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed for high isigs readings and failed eis 1024 hz. Place sensor under microscope and found sensor damage. See attached file for results. In summary, the customer complaint of unexpected sensor alerts was confirmed, also sensor failed for eis 1024 hz out of range, found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had hyperglycemia with a discrepancy in reading between sensor glucose and blood glucose values. The customer reported a blood glucose value of 423 mg/dl. The event involved product(s) mmt-242a, mmt-332a, mmt-1884, mmt-7040a. Troubleshooting was not performed for the hyperglycemic event, and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event, as well as whether the auto mode feature was active at the time of the event. It was also confirmed that the a discrepancy between the sensor glucose value of 220 mg/dl and the blood glucose value of 423 mg/dl. No further patient complications were reported. The products mmt-242a, mmt-332a, mmt-1884 will not be returned for analysis. Mmt-7040a is expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.